Manufacturer narrative:
Based on the information provided, no conclusions can be made. Per medical records review, about 3 years 7 months post implant of bard flat mesh, patient was diagnosed with hernia recurrence, obstruction, adhesions. The instructions-for-use supplied with the device list hernia recurrence, adhesions as a possible complications. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Note, the manufacturing date (15-dec-2014) is considered to be a best estimate. This emdr represent the bard flat mesh (device #2). An additional supplemental emdr was submitted to represents the composix l/p mesh (device #1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Per information provided: (B)(6)2012 - patient was diagnosed with recurrent incarcerated ventral hernia thereby underwent open repair with implant of composix l/p mesh (device #1). Per operative notes, ¿there was recurrent hernia to the right of umbilicus and some old mesh around it. A composix l/p mesh (device #1) was placed and secured using sutures.¿ (B)(6)2012 - patient was diagnosed with recurrent incarcerated ventral hernia thereby underwent lap converted to open repair. Per operative notes, ¿there was massive adhesions and hernia sac lateral to previous repair. An overlay synthetic mesh was placed to reinforce the repair and secured in place.¿ (B)(6)2014 - patient was diagnosed with recurrent incarcerated ventral hernias thereby underwent open repair with implant of bard flat mesh (device #2) and removal of old mesh (device #1). Per operative notes, ¿there were 3 unique hernia defects, 2 on right midline and one left side. The old mesh (device #1) was plastered itself to some small bowel, this was removed with the bowel. The adhesions were taken down. Combining the hernia defects repair done using a bard flat mesh (device #2) and secured in placed using sutures.¿ (B)(6)2018 - patient was diagnosed with recurrent incarcerated ventral hernias and small bowel obstruction thereby underwent open repair. Per operative notes, ¿a large amount of bowel loops within hernia on the undersurface of the mesh (device #2). Mesh was sort of lifted up off the fascia and created a couple of hernia defects. Lysis of adhesions and resection of bowel was performed. Hernia defects were closed using sutures.¿ attorney alleges that the patient had adhesions, bowel obstruction, bowel removal, nerve damage, pain, hernia recurrence, abdominal disfigurement and emotional injuries.